Manufacturer narrative:
Medwatch sent to FDA on: 10/09/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion, vomiting, dehydration and maliase are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date, patient data or further event details. (B)(4). Device labeling addresses the reported event of vomiting as follows: possible complications of the use of the orbera¿ system include: continuing nausea and vomiting. This could results from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Device labeling addresses the reported event of malaise and dehydration as follows: the physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient¿s general conduction and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Event description:
Patient reported "rejected the balloon", "removed it because could not stop vomiting, was hospitalized 3 times and took IV medication for dehydration." Patient was "prescribed esomex (esomeprazole) and a lot of others medications for vomiting", also had "to go to the hospital to take plasil (metoclopramide) IV" and "after use of medication patient felt bad again." Endoscopy before removal showed "that stomach was very hurt (raw stomach)." After endoscopy, patient was "hospitalized for 2 days and physician administered IV medication." The balloon was removed due to "dehydration and malnutrition." These events were not confirmed by a healthcare professional.